Event description:
The physician reported that the patient was very sick and the death was not related to vns therapy.

Event description:
An online search of the patient's name identified that the vns patient passed away. The funeral home indicated that the patient was buried with the device. The death certificate listed the immediate cause of death as aspiration pneumonia. The patient died while hospitalized. Other significant conditions contributing to the death, but not resulting in the underlying cause given was listed as mental retardation and seizure disorder. The manner of death was listed as natural and no autopsy was performed. The relationship of the death to vns is unknown. No additional relevant information has been received to date.